Event description:
The customer reported that he was hospitalized for hyperglycemia, with a blood glucose over 479 mg/dl. The customer stated that prior to the event, he had a diet coke and afterwards his blood glucose quickly elevated. The customer then stated that he had bolused but that it had not brought his blood glucose down. The customer also stated that he last changed his infusion set the day of the event and that he used a quick-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.